Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." An evaluation of the returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided.

Event description:
A patient reported experiencing a corneal ulcer, right eye, associated with wear of freshlook colors contact lenses. Medical information received indicated the patient presented at an emergency room and was diagnosed with corneal ulcer with abrasion. Morphine & zofran was administered. Referred to ophthalmologist for follow up. Ophthalmologist reported diagnosis of ulcer with small infiltrate. Treatment consisted of vigamox. Event resolving at last office visit with no further visits scheduled. Advised lens wear could resume in 3-4 days. Visual acuity noted as 20/40 without correction, right eye. No further information has been provided.